Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. The customer has indicated that the device is in the process of being returned to zimmer biomet for evaluation. Once the evaluation is complete, a follow-up MDR will be submitted.

Event description:
It is reported that when the surgeon attempted to attach the harvest tube to the sleeve, it could not be attached. The harvest tube was too big and would not fit. The device was measured and appeared to be nine (9) millimeters rather than eight (8) millimeters as labeled. The operation was completed without the bone graft. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. There are no visible signs of damage to the tube. Dimensional analysis was performed in accordance with inspection criteria q03217 rev 8. Both the .272 and .278 pin gages slid thru the tube easily with no resistance; therefore, the product is deemed nonconforming and the complaint is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to be incorrect material issued to the order. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.